Event description:
A merit 4 french radiology catheter kinked during a diagnostic procedure. It was reported that the catheter felt strange during initial insertion through a hemostasis valve on a sheath introducer. Upon removal, a kink was observed about 30 cm. Below the stopcock.